Manufacturer narrative:
Upon receipt, the lead under complaint was found cut into four fragments. A proximal, approximal-medial, a distal-medial and a distal lead fragment were returned and subjected to an extensive analysis. In the proximal-medial part 21.5 cm of conductor cable to the shock coil were missing. The analysis revealed multiple signs of wear along the lead body. In particular at the distal-medial part, the insulation was found rubbed through. However the available fragments of conductor cables did not show any sign of fracture. As a 21.5 cm segment of conductor cable to the shock coil was not available for analysis, it cannot be excluded that a fracture in this area contributed to the observed rise of shock impedance. Based on the characteristics of the insulation damage at the distal-medial lead fragment, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve and interaction with another implantable device should be taken into account. The available x-ray confirmed the presence of a nearby lead and a possible interaction area in the region of the insulation damage. The deformed shock coil most likely resulted from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation duration of about 67 months, increased shock impedance was reported via home monitoring. Also it was reported that a suspected fracture of the electrode is possible. The lead was explanted and sent back to biotronik.